Manufacturer narrative:
The reported event was cardiac perforation. A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient developed a pericardial effusion after implant of a pacemaker system, requiring draining under echocardiography. The physician elected to reposition the right ventricular lead. The patient had a temporary pacemaker during initial pacemaker system due to completed heart block. The temporary pacemaker was removed after the permanent pacemaker system was implanted. A new right ventricular lead was implanted and the initial rv lead that had been implanted earlier was removed. An echocardiogram was performed after the lead revision with no pericardial effusion noted. The patient was in stable condition post procedure.